Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated due to discomfort.

Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated due to discomfort.